Event description:
The customer reported that a healthcare worker (hcw) experienced a burn when unloading the sterrad 50 chamber after a completed cycle. The symptoms reported were burning and white spots on the fifth finger. The hcw did seek medical treatment, the doctor prescribed an ointment for the reaction. The hcw was not wearing personal protective equipment (ppe).

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Manufacturer narrative:
Catalog# changed to 10101 (B)(4). Initial catalog# 10050 serial number unk was reported in error. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for skin contact - h2o2. Trending analysis for skin contact - h2o2 issues associated to the sterrad 100s did not indicate a significant trend. The hhe (health hazard evaluation) index is a 3 or none/negligible. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) risk index associated to h2o2 condensate on load surface is a score of 3 or "broadly acceptable risk". There was no product returned to asp for investigation. The issue can be attributed to the user not correctly following the user guide instruction.